Event description:
Rptr has completed replacing a deflated breast prosthesis. Only a few mos ago rptr had to replace the left prosthesis on this pt. As rptr has in the past, rptr once again found that the tissue of the capsule had grown around the stirrup, pulling the plug out of the valve. Since the remainder of the implant remains intact, it is dr's interpretation that the valve failed again. Because of dr's unfortunate frequent encounters with this exact problem rptr would ask that MFR consider redesigning the valve so that instead of having a stirrup, the plug is secured on a flap of silastic roughly square or rectangular, or even circular in shape and secured to the shell of the implant on at least two sides if it is square or rectangular and just greater then 180 degrees if it is circular. In rptr's opinion this would serve two purposes. The first would be to prevent the possibility of this kind of ingrowth that could pull the plug and the second would be in cases where there is limited exposure it would define the orientation of an asymmetrical implant such as flat tops.